Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level would bottom out after an hour of experiencing a high blood glucose level. Customer's blood glucose level was 31 mg/dl. The reservoir was showing more insulin than what was shown on the status screen. The insulin pump was worn during a medical procedure/test around an MRI. The displacement test passed. The device was not returned.